Event description:
It was reported to arkray factory in 2008, that a glucocard x-meter was used by a pt to measure his/her blood sugar. As a result of the reading, the pt took insulin. Afterwards, the pt fell into a coma (hypoglycemic state). No further info is available regarding this event.

Manufacturer narrative:
The complaint device was returned for evaluation. However, the unit could not be turned on due to a damage of the start sensor, which is not related to the incorrect readings. The mfg history record, shipping records and mfg inspection data were reviewed, and no anomalies were found. The test strips used with the suspect device were not returned, and the lot info was not available. A sensitivity test control chart was used instead. During memory data retrieval, error 6 was recorded on three occasions. However, this error only occurs during the usage of an inappropriate test strip or the test strip does not correspond to glucocard x-meter. The complaint description was not confirmed. A root cause for this complaint is undeterminable.